Event description:
It was reported that prior to a pci procedure, it was noted that the liberte bms was not on the stent delivery system (sds). The stent had moved onto the removable product mandrel. The procedure was completed with a different device. There was no patient contact. Patient status listed as "good".